Manufacturer narrative:
The implant location is reported to have fatty but stable tissue quality and the patient reports no events leading up to change in therapy. Migration is a known inherent risk of implantable neuromodulation systems and no other contributing factors are able to be conclusively identified with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. The system was activated with no issues and the patient used the system for approximately one month before noting onset of connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. The patient notified a nalu representative of the connectivity issues on (B)(6) 2025 and was seen for troubleshooting and assessment. While assessing the system, imaging found that the ipg had migrated to be beyond the recommended depth for optimal connectivity. On (B)(6) 2026 the ipg was removed and a new ipg was placed in a more superficial pocket to improve connectivity.